Event description:
It was reported that during a laparoscopic ventral hernia procedure, while placing a piece of mesh, lost insufflation. They discovered that the duckbill had fallen into the pt. The surgeon used a grasper to remove it through the trocar. They then used a new like device to complete the procedure. There was no reported consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.